Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6b, g3, g6, h2, h6, h11.

Event description:
It was reported the patient underwent an initial shoulder procedure and was subsequently revised after a rotator cuff failure due to a fall. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d6a; g1; g3; g6; h1; h2; h3; h6; h10. Product has not been evaluated as it has been determined the event is not related to device. Review of the reported event by a health care professional found: as it was reported the patient suffered an external trauma (fall) resulting in rotator cuff damage requiring surgical intervention. This is a limited investigation; therefore, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. The root cause of the reported event was determined to be unrelated to the device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: pt-113950, pt hybrid glen post regenerex; lot#: 901700. Item#: 118001, versa-dial/comp ti std taper; lot#: 915660. Item#: 113063, versa-dial 54x21x64 hum head; lot#: 65903364. G2: foreign. Australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery due to an unknown reason. Attempt has been made to obtain additional information. No additional information has been received at this time.